Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) and chlorine (cl) results were obtained out of range low on their unicel dxc 800 synchron system instrument, and this was an intermittent issue since (B)(4) 2008. However, the potassium (k) results were within the acceptable range. Prior to the event, the na and cl qc (quality control) results were low but recovered just within the lab's established ranges. Erroneously low na and cl results were reported out of the lab. After the problems with the ise (ion-selective electrode) system were resolved, the samples were repeated and amended reports were issued for approximately 100 samples. The initial na results ranged from 130-132 mmol/l and the initial cl results were about 2-3 mmol/l lower than the reference range. Both the na and cl results fell within their respective reference ranges upon repeat. The customer did not provide any pt results or sample info. While the customer did not receive any report of any adverse event or pt injury associated with this event, there were changes to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site on (B)(4) 2008 and performed troubleshooting on the system. The fse replaced the eic (electrolyte injection cup) assembly, the ratio pump, the pre-amp board and the mc (modular chemistry) sample probe. The mc probe was aligned correctly. However, problems with low ise results continued and the fse returned to the site on (B)(4) 2008 and performed a decontamination and culture of the ise system. On (B)(4) 2008, there was no evidence of bacterial growth on the culture and the customer was satisfied that the ise system was performing within specifications. While these measures resolved the problem, a clear root cause for the event was not determined. This is 1 of 100 medwatch reports associated with this event. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.